Manufacturer narrative:
On 28-jul-2020, mentor completed a second investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a ruptured breast prosthesis. The device was visually inspected, and delamination was observed in the union between patch and shell. Leak testing revealed leaks in delamination area. Mechanical testing was conducted on the device including tension set to evaluate the residual elongation, joint strength to examine the ability of the shell/patch bond to withstand stress while the shell material adjacent to the bond is elongated, and tensile/elongation to measure the inherent material behavior. All testing results met or exceeded the international standards. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient experienced a ruptured breast prosthesis. The device was visually inspected, and delamination was observed in the union between patch and shell. Leak testing revealed leaks in delamination area. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10-feb-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis rupture. Concomitant medical products: mentor memorygel breast implant 700cc gel breast prosthesis, catalog #3507001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 700cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was discovered during a breast lift procedure. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 700cc gel breast prosthesis on (B)(6) 2020.